Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. Customer's blood glucose was over 400 mg/dl and their sensor glucose reading was under 50 mg/dl. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.